Event description:
A customer in (B)(6) received blood glucose readings of 1.8 and 0.8 mmol/l on the contour link, re-tested on a different meter and the readings were 8.4 and 31.9 mmol/l, respectively. The differences between the readings fall in the "c" and "d"zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. Only the meter information was provided. The strips are not expected to be returned for investigation.

Manufacturer narrative:
The model number was not provided. In some countries outside the us, customer information is not provided due to privacy laws.